Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked infusion set cannula issue on (B)(6) 2026 due to which the patient faced hyperglycemia event. The patient got hospitalized due to high blood glucose. The blood glucose level was 600mg/dl at the time of the event. No further information available.